Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the long bipolar grasper instrument's jaw opened on its own without the surgeon's request. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred when the surgeon's head was inside the console's high resolution stereo viewer and was persistent throughout the operation. While attempting to manipulate instruments, the forceps' jaws opened unexpectedly. This problem began during the dissection phase of the operation. No broken cables were visible, and no patterns were identified since the issue was not intermittent.

Manufacturer narrative:
The long bipolar grasper instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument underwent external and internal visual inspections; no issues were found. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened, closed and grasped properly. The instrument passed the electrical continuity and energy delivery tests in various grip orientations. No motion related issues were detected during the failure analysis. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.